Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module non-functional/ no operation. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of 'non functional' was reproduced during evaluation as a 'check battery!' Error when pairing the customer module with a know good spectrum pump. Evaluation determined the assignable cause to be a failing lithium ion cell. The battery pack was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.